Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 2.0mmx18mm resolute onyx rx coronary drug eluting stent. It was reported that the stent detached from the stent balloon inside guide catheter before deployment. No patient injury was reported.